Event description:
It was reported that during a craniotomy procedure, the perforator bit did not stop. It was also reported that the procedure was completed successfully and that there was no injury to the patient.

Manufacturer narrative:
The device subject to this MDR was returned for evaluation. The manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.